Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that during a CT clinical patient procedure using the brilliance CT 64, the hounsfield unit (hu) values were higher (+ 20-40) than the normal values when compared to a previous scan recently performed on the patient. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the customer site and evaluated the system. The fse confirmed there was no misinterpretation and no harm to a patient, operator or bystander as a result of this issue. The fse performed air calibration. After calibration, the fse confirmed that the hu values were within specification. The log files were not provided by the fse for evaluation. Per fse, it was possible that a high room temperature could be the source of the problem. One of the healthcare providers who works on the machine confirmed that the room does occasionally heat up to a point that could cause issues. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: perform iq verification & review. Daily and monthly image quality checks by operator. Verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters. Operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. The CT scanner shall be operated by qualified operators only. The fse performed air calibration and confirmed that the hu values were within specification to resolve the issue. The error logs were not provided for evaluation; therefore, cause of the event could not be determined. However, a possible cause is a higher than recommended temperature in the room.

Event description:
The customer reported that during CT clinical patient procedure, the hounsfield unit (hu) values were higher (+ 20-40) than the normal values when compared to a previous scan recently performed on the patient. The philips field service engineer (fse) confirmed there was no misinterpretation and no harm to a patient, operator or bystander as a result of this issue. The fse performed air calibration and then confirmed that the hu values were within specification.

Event description:
The customer reported that during CT clinical patient procedure, the hounsfield unit (hu) values were higher (+20-40) than the normal values when compared to a previous scan recently performed on the patient. The philips field service engineer (fse) confirmed there was no misinterpretation and no harm to a patient, operator or bystander as a result of this issue. The fse performed air calibration and then confirmed that the hu values were within specification.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).